Event description:
It was reported that this pacemaker exhibited oversensing of noise. Boston scientific technical services (ts) discussed this was likely due to electromagnetic interference. Additionally, a false positive pacemaker mediated tachycardia (pmt) episode was observed. Ts also discussed how the right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.